Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting ems due to symptoms related to diabetes and meter results. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation - customer had returned related product lot za4975s; customer did not have any concerns with the results using this lot number. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 23 and 26 mg/dl (fasting/non-fasting undisclosed). Mother stated that customer's blood glucose test results are "all over the place" and she does not have an expected blood glucose test result range. The customer feels well and did not report any symptoms. Mother stated that she had contacted ems on (B)(6) 2023 due to the meter results of 23 and 26 mg/dl; mother stated that the customer had been sweating and was confused. Mother stated that she had given customer glucose tablets (does not recall how many she gave her) and then gave her a juice box. Mother stated that she called the ems; the customer's blood glucose test result when taken by ems had been 134 mg/dl non-fasting (daughter had drank the juice and had the glucose tablets). No diagnosis was given. Customer did not go to the hospital; customer had been advised to follow up with her pcp. No test strip information, including lot number, is available for the vial of strips that were being used at that time. The customer did have another vial of test strips available to troubleshoot: lot number za4975s, manufacturer's expiration date of 04/30/2024. The product is stored according to specification in the hallway; mother could not recall open vial date but stated it less than 4 months. During the call, a blood test was performed by the customer using this vial and produced test result of 122 mg/dl non-fasting. Customer did not have any concerns with the results from using lot number za4975s; customer was only concerned with the low results from previous lot which she no longer had. The meter memory was not reviewed for previous test result history.